Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced dizziness. The finger stick that he checked showed (bg-400) while on the mobile device (cgm - low). He arrived at the hospital with his wife and the nurse checked again the blood sugar was 315 mg/dl. He was given injected fluid. After the blood sugar became normal, they were discharged the patient was feeling fine and okay when they arrived home and replace the sensor the next day (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.